Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; that during the unknown surgery on (B)(6) 2013 the instrument was broken during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was performed and no complaint related issues were found. Placeholder.